Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though verified, patient's legal representative stated incontinence, constipation, and urinary problems.